Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The perimeter of the valve was measured to be 81mm, the area was 502.5mm2, and the diameter was 25mm. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott balloon. During the first deployment, the valve was implanted too deep, therefore it was recaptured. On the second deployment the valve was successfully implanted at a final implant depth of 2mm. The patient remained hemodynamically stable throughout the procedure. 15 minutes post procedure, the patient went into respiratory arrest. The navitor valve embolized to just below the sino-tubular junction during cardio-pulmonary resuscitation (CPR) and a 29mm non-abbott valve was then implanted in a valve-in-valve procedure. Percutaneous coronary intervention (pci) of the unprotected left main (lm) artery was performed due to lm obstruction after the non-abbott valve was implanted. The patient left the room in tandem heart bypass. The patient was reported as recovering.

Manufacturer narrative:
An event of respiratory arrest and valve migration after implant was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and is not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.